Event description:
Had clips during tubal without my knowledge, have spent every day since waking up from surgery in severe pain in my right side. There is a possibility the clip has migrated and embedded somewhere else causing further damage, as if living in severe pain already is not enough now I have to take anti-inflammatories daily and still have trouble walking because of the pain. There are thousands of women out there worldwide with the same story I have, this should not be a legal procedure. Not only does not being told the type of procedure infringe on our rights but having these clips placed reduces the quality of life drastically, and they are potentially dangerous due to the fact that they can migrate and fail. Look up the women suffering from migrating filshie clips.